Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) screen is locked.

Manufacturer narrative:
Updated fields: b4,b5, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,health effect ¿ impact codes,health effect ¿ clinical code ), h11. Corrected field : h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer resolved the issue. Three gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) screen is locked.there was no harm or injury reported.